Event description:
It was reported that the pump device was removed two weeks after it was implanted due to infection. The entire infusion system was removed on (B)(6) 2009. The patient believed the infection may have been caused to due to a metal allergy. It was noted that the pump worked well for the patient. The pump was used to infuse an unknown type of drug.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).